Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd 10ml syringe luer-lok tip with bd precision glide needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: dust particles in luer lok 10ml syringes

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. In the photos particles can be observed in the syringe. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for syringe was performed for the batch 2298656 (catalog 303064).

Event description:
It was reported that 100 bd 10ml syringe luer-lok tip with bd precision glide needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: dust particles in luer lok 10ml syringes.